Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Patient medications: triamcinolone acetonide, eliquis, fish oil, carvedilol, and simvastatin according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and treatment of a right iliac aneurysm treated with gore® excluder® iliac branch endoprostheses. It was reported that an endoleak (unknown type) in the right external iliac artery was revealed (modality and date is unknown). The aneurysm in the right external iliac artery had enlarged (amount of enlargement is unknown). The physician reintervened on (B)(6) 2020, and relined and extended the implanted contralateral leg endoprosthesis (pxc141000/14826821) with a contralateral leg endoprosthesis proximally and distally. The physician also coil embolized the right hypogastric artery. The endoleak was resolved. The patient tolerated the reintervention procedure.